Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the information obtained by olympus were unable to identify the exact cause of the incident. However, it was possible that some form of stress¿such as damage or deterioration of components during handling¿compromised the watertight integrity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the damage to ultrasound probe. There was no patient involvement.